Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (1 mg/ml at 0.25 mg/day) via an implantable pump. It was reported that the patient had cerebrospinal fluid (csf) leaking from their surgical site and a headache. There were no external factors involved. The healthcare provider (hcp) performed a blood patch on (B)(6) 2025. The patient's headache resolved but csf was still leaking at surgical site. A revision occurred and the hcp removed the spinal segment of the 8780 catheter that was originally placed at l4/5 and performed another blood patch at that insertion site. They replaced it with an 8782, entering at l3/4, and connected it to the remaining 8780. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported the patient continued to have csf (cerebral spinal fluid) leak after surgical intervention. The patient was not compliant with lying flat post operatively at the request of their surgeon and requested explant due to continued csf leak.

Manufacturer narrative:
Continuation of d10: product ID: 8782, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial# (B)(6), ubd: 2026-07-20, UDI# (B)(4). Product ID: 8782, serial# (B)(6), ubd: 2027-06-25 & UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.